Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l2 for pseudoathrosis following a primary osteoporotic compression fracture. It was reported that the cement "leaked to the pedicle after the injection of the cement". It was also reported that the bone filler device (bfd) was rotated to prevent flow-back of cement but it was suspected that the bfd was not rotated enough to prevent the cement extravasation into the pedicle. The cement volume was 4.0ml with 2.0ml on each side of the vertebral body. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.